Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received unexpected restart. A cold reset was performed alarm. Customer experienced hyperglycemia with blood glucose value 27.3 mmol/l. Customer treated high blood glucose with insulin pump. The customer was using insulin pump within 48 hours of the reported event. No further patient complications were reported. The insulin pump will not be returned for analysis.